Manufacturer narrative:
(B)(4). Stroke or cerebral vascular accident (cva) is a well-known complication associated with the surgical aortic valve replacement. These events can be ischemic or hemorrhagic. Ischemic strokes have many etiologies, including embolization of calcific debris during placement of the aortic cross clamp or debridement of the diseased aortic valve. Other common causes include atrial fibrillation and embolizations from carotid artery lesions. These events can result in permanent impairment of varying degrees. It is clear from a review of the literature that stroke after surgical valve replacement is related to the procedure and patient risk factors, and not the device. However, in this case, there was concern for cardiac thrombus which may have caused or contributed to the patient's stroke and subsequent death. The device was not returned to edwards for analysis. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that six (6) days post-implantation of this 28mm annuloplasty ring, the patient expired due to cardioembolic stroke. As reported, the patient underwent both mitral valve and tricuspid valve repairs with a cox-maze IV procedure. Post-operative tee revealed trace residual regurgitation of both valves and an ejection fraction of (B)(6). The patient tolerated the procedure well and was transferred to the cticu in stable condition. Post-operatively, the patient was hypotensive and, after coming out of anesthesia, experienced a large right sided mca infarct and cerebral edema with a concern for cardiac thrombus. The family decided against transport for neurosurgery and proceeded with medical management. The patient remained comatose and his neurological status continued to deteriorate; he was later deemed brain dead on pod #6.